Manufacturer narrative:
This report is for two (2) unknown locking screws. One screw was reportedly 5mm x 38mm and the other 6mm x 70mm. Without a valid part and lot number, the UDI is not available. The original implant procedure took place on an unknown date. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a partial hardware removal procedure on (B)(6) 2015 due to non-union. During the procedure, two (2) locking screws were removed from a distal femoral nail on the right femur. After the screws were removed, the surgeon reset the nail and the fracture. No other devices were implanted. The procedure was completed with no reported surgical delay or additional medical intervention. This report is for two (2) unknown locking screws. This report is 1 of 2 for (B)(4).